Event description:
It was reported that during the surgery, a double j tube on the right side and a three chamber urinary catheter were indwelled. It was reported that the urine was bloody. It was found that the patient's catheter had poor drainage, color was red and the abdomen was soft. Normal saline pressure suction was provided, but the clot could not be aspirated. A three-lumen urinary catheter was re-indwelled to speed up the flushing speed. The liquid that was flushed out was pale in color and the electrocardiogram monitoring (long-term) had changed. However, it was observed that the primary catheter balloon had ruptured. No medical intervention was reported. Per follow up information received via ibc on (B)(6) 2021, there were no missing pieces in the patient's body.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It was unknown whether the product had caused the reported failure. Based on the attached photo, further function testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. It is unknown whether the device had met relevant specifications. A potential root cause for this failure mode could be, ¿manufacturing related due to operator error/poor burn process/wrong technic/mechanical error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. Do not use the product of have later allergy. Structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by ¿ radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." Correction: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during the surgery, a double j tube on the right side and a three chamber urinary catheter were indwelled. It was reported that the urine was bloody. It was found that the patient's catheter had poor drainage, color was red and the abdomen was soft. Normal saline pressure suction was provided, but the clot could not be aspirated. A three-lumen urinary catheter was re-indwelled to speed up the flushing speed. The liquid that was flushed out was pale in color and the electrocardiogram monitoring (long-term) had changed. However, it was observed that the primary catheter balloon had ruptured. No medical intervention was reported. Per follow up information received via ibc on (B)(6) 2021, there were no missing pieces in the patient's body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.